Event description:
Something was seen on the intraocular lens after insertion. The lens was cut in half and enlargement of the incision was required to accomodate removal and replacement. The pt developed corneal edema and the surgeon states the pt was slow healing.